Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer encountered difficulty loading the cartridge with insulin. Due to numerous attempt of inserting the syringe needle into the cartridge, the septum material was damaged. A new syringe/needle and cartridge were used to successfully load the cartridge. The blood glucose was not impacted.